Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left subclavian artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during third inflation at 10 atmospheres for 30 seconds, the balloon vertically ruptured at the middle of the balloon. The device was removed, and the procedure was completed another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.